Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead did become dislodged. There was no impact on critical therapy as a result, but early surgical intervention did occur to address this issue.